Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the instrument interface box was flickering green to orange and the instrument tracker did not work. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they stated that it appeared that the cord for the instrument tracker was damaged causing the flickering of the port. The instrument tracker was then disposed of and replaced which fixed the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the instrument interface box was flickering green to orange and the instrument tracker did not work. There was no delay to the procedure. No impact on patient outcome.